Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post operative the right ventricular (rv) lead had dislodged. The rv lead exhibited unstable thresholds and intermittent loss of capture. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.